Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. Loading doses of 300 mg of aspirin and 300 mg of clopidgrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, new left bundle branch block was observed. An electrocardiogram (ECG) revealed new onset chb. A 27 mm lotus edge valve was deployed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Three (3) days post index procedure, ECG revealed bradycardia progressed to atrial fibrillation and complete heart block. The patient was under telemetry monitoring and was treated with medications. Upon electrophysiology consultation, a permanent pacemaker was recommended. Seven (7)days post index procedure, a new bsc single chamber permanent pacemaker was successfully implanted. Eight (8) days post index procedure, the patient was discharged on aspirin and other anticoagulant medication. At the time of reporting, the event was considered resolving.